Event description:
It was reported that the rod inserter was not holding the trocar properly. The issue caused a delay in the surgery. No patient compl ications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.